Event description:
During routine testing of the device at the service ctr, the user reported that the number of calibrations remaining on gas bottle "b" changed randomly by vibration. Since the event occurred during routine testing, there was no pt involvement during this event.